Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 96mg/dl. Troubleshooting was performed, and the drive support cap was completely off. The caller stated that insulin squirted out during the manual prime process, and the insulin pump alarmed. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. The insulin pump had a detached end cap, scratched display window and cracked battery tube threads. Unable to test for prime alarm or perform the displacement test due to detached end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.